Event description:
The email received from the affiliate indicated a pci (percutaneous coronary intervention): there was no calcification and moderate vessel tortuousity. The rate of stenosis was 100%. The pt was male. Age unk. There was no adverse consequence to the pt. When the physician performed the pci with a competitor's balloon catheter (no information), a perforation occurred. He then decided to embolize the lesion with a trufill 3mm pushable coil. After the physician opened the pouch of the coil, he inserted the coil from the introducer to the prowler microcatheter (mc). While he was delivering the coil with guidewire (no information), he felt large resistance between the coil and the mc and the coil got stuck in the mc. He then withdrew the coil and the mc together. Soon after withdrawing them, the pt's condition changed. The physician stopped the intervention and performed an operation in the operating room. There was no adverse consequence to the pt.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report #1058196-2006-00124. The product is not available for analysis.